Event description:
The customer was hospitalized for high bgs. The customer indicated that the medical team could not determine the cause of high bgs. Later the customer called to inform that the bgs were coming down since the infusion set was changed. The next day the customer called again and reported being taken by ambulance to the emergency room with high bgs. Also customer changed the infusion set twice before the ambulance came. It was stated that the programming on the pump is correct. Troubleshooting was performed. The insulin did not exit. The customer declined to change the infusion set again. A replacement pump was requested.